Manufacturer narrative:
Related MFR# 2916596-2022-10517 reports on the first system controller that was exchanged on (B)(6) 2022. Related MFR# 2916596-2022-10836 reports on the second system controller that was exchanged on (B)(6) 2022 for driveline power faults, power cable disconnects, low flow alarms, no external power alarms, driveline disconnect alarms, and pump off alarms. Related MFR# 2916596-2022-10837 reports on the third system controller that the emt noted the driveline was not fully plugged into. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-10517, 2916596-2022-10836, and 2916596-2022-10837. It was reported that on (B)(6) 2022 the patient performed an emergent system controller exchange due to a yellow wrench alarm. On (B)(6) 2022, the patient's new primary system controller alarmed for driveline power faults and power cable disconnects. There were also low flow alarms, no external power alarms, driveline disconnect alarms, and pump off alarms. The system controller was exchanged again on (B)(6) 2022 due to yellow wrench and red heart alarms. Later that day, an emergency medical technician (emt) was called to the patient's home where they found the door on the back of the controller that covers the driveline eject button was unable to completely close. This indicated that the driveline was not completely seated into the controller. The emt plugged the controller all the way in and then closed the door and locked it in place. The display showed the pump speed to be of 5400 rpms. The patient was then transported to the hospital where they passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6). (B)(6) was returned assembled with the pump cable intact and connected to the modular cable. The sealed outflow graft was secured to the pump cover. The apical cuff was secured via the cuff lock and included a section of tissue from the ventricle. Upon disassembly, the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: a ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through its proximal end. Tissue accumulation was present within the deformation, filling in the space between the graft and bend relief, and is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Review of the log file data extracted from (B)(6) revealed a full battery depletion event, as well as intentional pump stop events. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains important warnings pertaining to pump stops, as well as the following information: section 1 lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 4 "system monitor" outlines all system monitor operations and alarm messages. The instructions for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. A subsection entitled ¿preparing the sealed outflow graft" explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft to the pump" subsection contains instructions for the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. This section also states that the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline. The heartmate 3 left ventricular assist system patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep, as well as the following information: section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.